Manufacturer narrative:
Patient demographics unable to be obtained. The lot number involved could not be specified; however, potential lot numbers were provided (66052456, 66287197, 66287199, 66287206, 66287207, 66287306, 66689674, 66726450 and 66748560). The manufacturing records were reviewed for the potential lots and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. As part of the manufacturing process controls the units go through a balloon and visual inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure, the balloon of this fogarty embolectomy catheter frame 3 burst during removal of the thrombus before the embolus was completely removed. There was no allegation of patient injury.